Event description:
The core universal driver was sent for eval because it was running on its own without activation prior to a procedure. There was no pt involvement; no adverse event was associated with the device.